Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a small amount of blood on protective sleeve of iab. Customer indicated no blood in iab or catheter. Patient no longer needed iabp and was taken off unit. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. / the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).